Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for a moderately calcified and moderately tortuous lesion in the lad. It is noted the lesion was not predilated. The taxus express2 - 2.75 mm x 20 mm was successfully deployed at 9 atms in the lad. However, upon deflating the balloon the physician was unble to remove the balloon from the stent. The physician attempted to dial up three to four atms and dial down slowly while pushed forward and pulling back, however, with no success. The physician then deep seated the guide catheter into the lad and removed the balloon intact. No further intervention was needed. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as satisfactory/good.